Event description:
The customer reported that the remote alarm connector on the rear of the ventilator was broken. The customer reported the ventilator was not in use on a patient therefore there was no patient harm or involvement. The customer reported their facility uses a normally closed remote alarm cable during use of the ventilator, therefore physical damage of the remote alarm connector may result in no remote alert to the user upon ventilator alarm activation. The manufacturer's service technician replaced the main pcb board to correct the reported problem. Applicable final testing was completed and passed per operating specifications.